Event description:
Additional information received from the treating practitioner. The patient instilled a new pair of lenses and experienced redness, and chemosis and conjunctival swelling. When seen for medical treatment the patient showed superficial punctate keratitis across the entire cornea of both eyes (ou) and was diagnosed with contact lens related allergic keratitis. The patient was prescribed alrex and systane ultra. As of the date of follow-up care, (B)(6), the incident has fully resolved and the patient was refit to a daily disposable contact lens and successfully resumed lens use. This incident was initially reported due to incomplete diagnosis and insufficient medical information. Based on further information received from the treating practitioner, the manufacturer feels this event does not meet the criteria of a reportable adverse event. The practitioner states that the event did not result in a permanent condition, nor was the medical treatment provided or medication prescribed to prevent or preclude a permanent injury or illness.

Manufacturer narrative:
No device sample returned for manufacturer analysis. A lot number was provided; lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Manufacturer narrative:
No device sample returned for manufacturer analysis. A lot number was provided; lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient contacted the manufacturer to state that approximately five weeks prior they had experienced an infection with unspecified symptoms of the right (od) eye which resolved with an antibiotic treatment of tobradex. The patient was provided diagnostic trials which worked well. The patient purchased additional contact lenses and they began experiencing difficulty again with symptoms of redness and inflammation and sought further medical attention on may 4th and is being treated with alrex. The patient does not feel this is related to the contact lenses, but rather the storage solution in the contact lens blister pack. Additional information received from the treating practitioner. Patient was seen for the previous incident and prescribed tobradex. The incident resolved and the patient returned to contact lens use but experienced symptoms again. The patient was prescribed alrex and will be seen again for follow-up, possibly refit into a daily disposable contact lens. The treating practitioner states they do not believe this is related to contact lens use but is a systemic inflammation, possibly a keratitis, iritis, or anterior uveitis. The patient was scheduled for follow-up on 27th may. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.